Event description:
It was reported, the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 800 mg/dl. The customer reported, the cause of their hospitalization was due to high blood glucose and dehydration. Customer stated their blood glucose would not decline prior to their hospitalization, and they began to vomit all night long. It was also found the customer had a heart attack due to their dehydration. Customer may have had a viral infection also. The customer was wearing the insulin pump at the time of their hospitalization. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-84956.